Event description:
It was reported that the tip of the t20 driver shaft broke inside the patient while the physician began to back out of the screw.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4). One expedium modular t20 screwdriver shaft was returned for evaluation. Visual inspection noted that the fracture was located at the driver¿s distal tip. Device was then sent to the lab for fracture analysis. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of the part. Results show evidence of a torsional shear quasi-static failure starting at the hexlobes and is extended to the center of the shaft. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the expedium modular t20 screwdriver shaft found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the expedium modular t20 screwdriver shaft was conducted on the specific product code from this complaint as the product family does not exist for this instrument. Review of complaints found no significant trends. The root cause of the t20 screwdriver tip becoming broken cannot positively be determined. However, the fracture analysis report shows evidence of a torsional shear quasi-static failure starting at the hexlobes and is extended to the center of the shaft. No corrective action/preventive action is required at this time as there has been no issues identified in the manufacturing or release of this device, therefore, this complaint will be closed with no further action required.